Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebp1306 showed no other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
It was reported by the facility, via the sales rep, that the nurse was consulted for a patient that needed IV access. The patient had already been seen by the day shift and had an accucath placed. When the nurse talked to a second nurse he reported to her that the hub of the accucath broke away from the catheter. The catheter was still in the patient's arm with blood spewing out, per the bedside nurse. The catheter was removed by the nurse in its entirety. The nurse reported that when she entered the patient's room, the hub was till connected to the IV tubing. A second file was opened, as another accucath was placed.